Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an error and therefore the media processing unit was replaced. It was further noted that because error and patient information were not able to be pulled the hard drive was also replaced. Analysis also found that the keyboard cable was breaking at the connector, that the upper hinge plate was worn and that the lower case and feet were worn. All affected parts were replaced. (B)(4).

Event description:
It was reported that the programmer displayed an error while it was connected to the software distribution network (sdn) and "searching for network." The programmer was returned for repair. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.